Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The same day as event onset, patient was hospitalized for the event. Treatment was not reported. The day after hospital admission the patient was discharged. At the time of this report the patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient experienced peritonitis manifested by not feeling good and shivering. The cause of the peritonitis was unknown. On unreported dates the patient was treated with intravenous vancomycin and tobramycin four days per week (doses and duration not reported). At the time of this report the patient was performing hemodialysis three times per week and the patient outcome remained not reported. On an unreported date the patient was discharged from the hospital. It was also reported that the patient experienced six additional peritonitis events over the past seven years (unreported dates). Should additional relevant information become available, a supplemental report will be submitted.